Event description:
Note: this report pertains to the first of two speedband superview super 7 used in the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used in the anus during an "erat" procedure performed on (B)(6) 2023. During preparation, the wire was fractured. A second speedband superview super 7 was used; however, the wire also fractured. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts. The reported event may suggest that the trip wire broke.

Manufacturer narrative:
Imdrf device code a0401 captures the reportable event of trip wire broken. The returned speedband superview super 7 (handle assembly, and ligator head) was analyzed, and a visual evaluation noted that the returned ligator housing had all the seven bands attached. The suture thread contained the seven knots. The handle did not have the marks of the trip wire being secured. There was no evidence of a tripwire break. The ligator head was checked under magnification, and the ligator head teeth were bent/damaged. The suture hole was in good condition. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180 degrees rotation. No problems with the device were noted. The reported event of trip wire broken was not confirmed. Upon analysis, there was no evidence of a tripwire break. It was found that the ligator housing teeth were bent/damaged. This suggests that the device could not deploy. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label. There was evidence found that the trip wire was not secured. This condition, unsecured trip wire, could have affected the overall performance of the device causing the trip wire to slip through the handle assembly and contribute to an inaccurate deployment of the bands, making it difficult to deploy the bands. Also, the tension of the suture may not have been correct causing the teeth of the ligator housing bent/damaged. Therefore, the most probable root cause for the encountered problems will be documented as failure to follow instructions due to problems traced to the user not following the manufacturer's instructions.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of trip wire broken. Block h10: the returned speedband superview super 7 (handle assembly, and ligator head) was analyzed, and a visual evaluation noted that the returned ligator housing had all the seven bands attached. The suture thread contained the seven knots. The handle did not have the marks of the trip wire being secured. There was no evidence of a tripwire break. The ligator head was checked under magnification, and the ligator head teeth were bent/damaged. The suture hole was in good condition. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180 degrees rotation. No problems with the device were noted. The reported event of trip wire broken was not confirmed. Upon analysis, there was no evidence of a tripwire break. It was found that the ligator housing teeth were bent/damaged. This suggests that the device could not deploy. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label. There was evidence found that the trip wire was not secured. This condition, unsecured trip wire, could have affected the overall performance of the device causing the trip wire to slip through the handle assembly and contribute to an inaccurate deployment of the bands, making it difficult to deploy the bands. Also, the tension of the suture may not have been correct causing the teeth of the ligator housing bent/damaged. Therefore, the most probable root cause for the encountered problems will be documented as failure to follow instructions due to problems traced to the user not following the manufacturer's instructions. Block h2 (additional information): block b5 and block e1 (initial reporter address 1 and address 2, initial reporter city, initial reporter state, initial reporter zip/post code) have been updated based on the additional information received on march 22, 2023.

Event description:
Note: this report pertains to the first of two speedband superview super 7 used in the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used in the anus during an "erat" procedure performed on (B)(6) 2023. During preparation, the wire was fractured. A second speedband superview super 7 was used; however, the wire also fractured. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts. The reported event may suggest that the trip wire broke. Additional information received on march 22, 2023: it was reported that the speedband superview super 7 was used during an internal hemorrhoidal procedure.

Manufacturer narrative:
(B)(4).

Event description:
This report pertains to the first of two speedband superview super 7 used in the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used in the anus during an "erat" procedure performed on (B)(6) 2023. During preparation, the wire was fractured. A second speedband superview super 7 was used; however, the wire also fractured. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts. The reported event may suggest that the trip wire broke.